Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to loose motor drive support disk. Unit was received with physical damage battery tube threads and battery tube was cracked. Unit had missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during priming. Nothing further was reported.